Manufacturer narrative:
Result: brake cam bolt had backed out of the brake crank assembly on the footend.

Event description:
It was reported by service report that the brakes would not set. The customer could not determine whether there was pt involvement and/or adverse consequences.